Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert due to high out of range pace impedances on the right ventricular (rv) lead. The pace impedances were observed to be greater than 2000 ohms. Further review noted the alert has triggered once previously as well. At this time, the products remain in service. The patient is not dependent on rv therapy and is expected to be in the next few months for reprogramming. No adverse patient effects were reported.